Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported a secondary energy too low error during surgery. The error was able to be cleared and procedure completed with no patient harm.

Manufacturer narrative:
During an onsite visit the company representative aligned the system and successfully completed system verification to specification. A review of the log file confirmed the reported event. The system message was confirmed by pressing the ok key and the treatment was completed to 100%, all laser system functions were within specifications at this day. Root cause is unknown. Most possible root cause could be if the laser pedal was not pressed down fully. The manufacturer internal reference number is: (B)(4).